Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, during an implantation of a t2 humeral nail, a proximal locking screw was implanted by the surgeon without his knowledge that the sterility of the screw was past its expiration date. It was expired (B)(6) 2010.